Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with leaflet grasping appears to be related to the patient morphology/pathology (thin posterior mitral leaflet, sclerosed anterior mitral leaflet and coaptation gap in the grasping area). Unspecified tissue injury resulting in unchanged mitral valve insufficiency/regurgitation (mr) appears to be due to a combination of difficulty grasping and thin leaflets (patient conditions). Tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a posterior leaflet rupture. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. A ntw (lot: 30412r1038) was first chosen to be implanted but due to pathology, the grasping was not possible. The clip was changed to an xtw (lot: 30525r1080). After three grasp attempts the clip was successfully placed however, after closing the clip a leaflet rupture near the tip of the posterior clip arm was observed. No further intervention was performed. The procedure ended with mr unchanged grade 3. No additional information was provided.